Event description:
Patient reported that information printed on the strip drum vial had smeared, making the numbers difficult to read. Patient noted that the vial may have gotten wet. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.